Manufacturer narrative:
Correction: d4. D4: expiration date: na. Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the sample, and all components were observed to be correctly positioned according to the specifications. However, the tip protector had a mark of damage that could not be identified. The reported condition could not be confirmed nor refuted. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of high flow rate extension sets were unable to be connected at the luer lock. This occurred prior to patient use. There was no patient involvement. No additional information is available.